Manufacturer narrative:
Additional information was received that the patient had procedural pain and inability to urinate of which the physician did not believe to be device related. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain after implant procedure. It was unknown what caused the pain. It was also reported that the device was causing some obstructions to his urinary system that the patient needed to go in for a catheter and had an explant procedure. No further information can be provided to bsn.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain after implant procedure. It was unknown what caused the pain. It was also reported that the device was causing some obstructions to his urinary system that the patient needed to go in for a catheter and had an explant procedure. No further information can be provided to bsn.